Event description:
Gamma camera malfunctioned. It descended and pressed against the pt's abdomen. No physicial injury noted or described by pt or physician. Pt described having been frightened by the episode. She was seen on an outpatient basis and was considered stable and was discharged the same day. Report filed because of potential for injury.